Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. . Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of asthma, dizziness, shortness of breath, anemia, hypertension, cervical spinal stenosis resulting in a fusion, deep vein thrombosis (dvt), unspecified chest pain, coronary artery disease, stenting of the left anterior descending artery, abnormal electrocardiogram, syncope, cataract disease, atrioventricular valve dysplasia, bilateral leg pain, deep vein thrombosis (dvt) of the right leg, angiodysplasia and gastrointestinal bleeding. The patient¿s surgical history is significant for cervical fusion, cesarean section, removal of basal cell cancer, carpal tunnel surgery and an appendectomy. One day before the index procedure, the patient was admitted to the hospital with a complaint of bilateral leg pain. The patient was found to have deep vein thrombosis (dvt) of the right leg. The patient was not a candidate for anticoagulation therapy due to her history of angiodysplasia of the gut with recurrent occult blood and gastrointestinal bleeds requiring cauterization. The patient, due to religious beliefs, refused blood transfusions.   Two months after the index procedure, the patient presented to the hospital with chest pain. A myocardial infarction was ruled out. The results of computed tomography (CT) scans done approximately seven years after the index procedure indicate a stable interval appearance of the inferior vena cava (ivc) filter positioned below the level of the renal veins, a right renal lesion, cholelithiasis, posterior spinal fusion. A second review of the same scans by a different doctor noted perforation and tilting of the filter. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilting of the filter. The patient became aware of the reported events approximately seven years after the index procedure. The patient also experienced dizziness and confusion. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: as reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter perforated in the inferior vena cava (ivc) and tilted. The patient also experienced dizziness and confusion. The medical records indicate that the patient has a history of asthma, dizziness, shortness of breath, anemia, hypertension, cervical spinal stenosis resulting in a fusion, deep vein thrombosis (dvt) of the right leg, unspecified chest pain, coronary artery disease, stenting of the left anterior descending artery, abnormal electrocardiogram, syncope, cataract disease, atrioventricular valve dysplasia, bilateral leg pain, angiodysplasia and gastrointestinal bleeding. The patient¿s surgical history is significant for cesarean section, removal of basal cell cancer, carpal tunnel surgery and appendectomy. One day before the index procedure, the patient was admitted to the hospital with a complaint of bilateral leg pain. The patient was found to have dvt of the right leg. The patient was not a candidate for anticoagulation therapy due to a history of angiodysplasia of the gut with recurrent occult blood and gastrointestinal bleeds requiring cauterization. The patient, due to religious beliefs, refused blood transfusions. Two months after the index procedure, the patient presented to the hospital with chest pain. A myocardial infarction was ruled out. The results of a computed tomography scan done approximately seven years after the index procedure indicate a stable interval appearance of the ivc filter positioned below the level of the renal veins, a right renal lesion, cholelithiasis, and a posterior spinal fusion. A second review of the same scan by a different doctor noted perforation and tilting of the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Dizziness and confusion do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the information provided to suggest that dizziness and confusion are related to the filter. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.